Event description:
It was reported to philips that the flexvision pc was not booting up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that flexvision pc was unable bootup. Review of the system log file showed that flexvision pc failed to start. To resolve the issue, fse replaced the flexvision pc, installed software. The defective flexvision was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.